Event description:
It was reported that during preparation for a stenting treatment procedure a stent dislodgment occurred. After removing the veriflex (mr) us 28mm 3.50 from the protector hoop the physician attempted to remove the protector sheath and the stent came off the stent delivery system with the sheath. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during preparation for a stenting treatment procedure a stent dislodgment occurred. After removing the veriflex (mr) us 28mm 3.50 from the protector hoop the physician attempted to remove the protector sheath and the stent came off the stent delivery system with the sheath. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was received with the stent detached from the delivery balloon and stored in a plastic container. An examination of the delivery balloon found a clear impression of where the stent had been crimped. The balloon did not appear to have been subjected to any positive pressure. An examination of the stent found that the stent did not appear to have been deployed. The stent was stretched. Also received for analysis was the stent protector and product mandrel. An examination of the stent protector found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).